Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker and right ventricular (rv) lead, threshold testing was performed by activating the automatic capture (ac) feature. Telemetry monitoring showed loss of capture (loc), however, the test did not end and continued to decrement resulting in asystole for greater than 2 seconds. Boston scientific technical services (ts) inquired if there were strips to be reviewed to confirm that loc really occurred, however, the local field representative indicated there were no strips, just what was viewed on the monitor. Automatic capture was programmed off. No adverse patient effects were reported. This product remains implanted and in service.